Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. The device was restarted by the end user to address the issue.